Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the iab would not fit through the sheath because it was partially unfurled prior to insertion. A new iab was used to continue therapy. There was no reported injury to the patient.